Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed, and the device failed the displacement test. Assisted the customer to run a self test and passed. Advised the customer to change the entire infusion set and reservoir and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. Unable to perform functional testing due to motor error alarm.